Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedances when in bipolar configuration. This was observed when the health care professional (hcp) wanted assistance with programming magnetic resonance imaging (MRI) protection mode for the system. They mentioned this would be a non MRI conditional system due to the impedance observation. Nonetheless they decided to proceed with the MRI procedure with a ventricular pacing only configuration. The local field representative called back after the procedure to end up programming for the off label MRI scan under physician discretion. Annotated therapy was enabled and impedance tested within range for the device that functioned as programmed for dual pacing and sensing. The ra lead remains in service. No adverse patient effects were reported.